Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultraeasy meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient reported blood glucose results of "164 mg/dl" with the subject meter and "127 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin. Due to the alleged result, the patient reportedly administered self apidra insulin (30 units). A couple hours after, the patient claims he "began to shake." The patient took dextrose as treatment and felt better after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient on the proper testing technique. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (05/28/2013)-device evaluation: the test strips and meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. The alleged complaint was noted on the error log, however pa was not able to reproduce error in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.